Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the acute respiratory failure was not determined. The patient's baseline weight was (B)(6) lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated on (B)(6) 2017 therapy was suspended for the entire system and intrathecal fentanyl was replaced with normal saline. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving fentanyl (1275.0 mcg/ml at 749.4 mcg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the patient had a past medical history of chronic obstructive pulmonary disease (copd) and was hospitalized from (B)(6) 2016 through (B)(6) 2016 for acute exacerbation of copd with acute respiratory failure. It was thought by her pulmonologist to be due to a combination of copd, oral opioids, oral benzodiazepines, and intrathecal (it) opioids. Per the pulmonologists request, it medications were sequentially decreased and eventually replaced with normal saline. Review of the hospital records indicated the patient was admitted to the ICU (intensive care unit) and intubated on (B)(6) 2016. The it medications were decreased by 33% via reprogramming on (B)(6) 2016. The it medications were decreased by 30% via reprogramming on (B)(6) 2016. The it medications were decreased by 20% via reprogramming on (B)(6) 2016. The it medications were decreased by 15% via reprogramming on (B)(6) 2016. The it medications were decreased by 15% via reprogramming on (B)(6) 2016. The it fentanyl was replaced with normal saline on (B)(6) 2017. The event resulted in in-patient hospitalization and an emergency room visit. The clinical diagnosis was acute respiratory failure. The outcome was resolved without sequelae on (B)(6) 2017. The etiology of the event was noted as possibly related to the device or therapy, not related to the implant procedure, and possibly related to the drug fentanyl with the drug action that caused the event being no change in drug. No further complications were anticipated/reported.